Event description:
The field service representative reported while working on a shutter fault issue with the analyzer, smoke started "pouring out" from the area under the analyzer rotor. The fsr stated "the lab was not evacuated, and no one complained of respiratory issues". No one was harmed and no patient results were affected. The field service representative found a broken thermistor which caused wires to melt. He replaced the analyzer module. To verify analyzer performance calibration and controls were run, with all results within specification and system operational.